Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6): product type recharger h3: analysis of the 37751 rechargers (rtm) (s/n (B)(6) revealed that connector pins broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a recharger. The patient reported the rechargers screen went blank today, did not power up, and does not charge. When pt plugged in the power supply, it did not fire up the charge. Pt saw no damage. An email was sent to repair to transition pt to the wireless recharger. Patient mentioned they had 7 back surgeries and said they had disability and snail like movement.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 serial: (B)(6); product type: 0213-recharger brand name restore; product ID 37761 serial: (B)(6); product type: 0213-recharger event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis of the 37761 recharger found that the device was scrapped due to frayed insulation on the cable. D9, h3, and h6 codes refer to the 37761 recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.